Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 37 mg/dl at the time of the incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that her blood glucose went up to 469 mg/dl after eating to treat the low blood glucose. The customer stated that she treated the low blood glucose with food. The customer stated that she treated the high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.